Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin and remained static at 95 units for 3 days. The customer's blood glucose level was in target range. During a follow-up call on (B)(6) 2017, the customer reported that the pump was functioning properly and the fill estimate was accurate.